Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2018-00056 pertains to the first speedband superview super 7 device and manufacturer report# 3005099803-2018-00057 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a procedure performed on an unknown date. According to the complainant, during the procedure, the bands were difficult to deploy. It was reported that resistance was felt in the handle when an attempt was made to release the band and took multiple turns to get the bands to deploy. The first speedband was then removed from the scope. A second speedband device was used with the same issue, and the procedure was completed at this time. There were no patient complications reported as a result of this event. Attempts to obtain additional procedure information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.